Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in (B)(6) 2010, the lead exhibited high pacing thresholds and intermittent pacing at 6.9 v. The lead was explanted and replaced on (B)(6)2010.